Event description:
Event description boston scientific crm received information that this bifurcated lead exhibited noise leading to pacing inhibition. During a revision, the lead was surgically abandoned, and was noted with an insulation breakdown above the bifurcation, near the two terminal pins. The pacemaker was replaced due its age, without an allegation. No adverse patient effects were reported.